Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot/serial#: unknown, product type: lead. Product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for other chronic/intractable pain (trunk/limbs), multiple back operations, radiculopathy, and peripheral causalgia. It was reported that the patient has had 7 surgeries in regards to his stimulators. He indicated that he had a broken lead which required surgery. Manufacturer records only show records of 5 device implants with no revisions or replacements noted. The patient knows that he had has had 7 surgeries, and he indicated that he may have only had 5 devices, but he knows that he had 7 surgeries. The patient did not have any further information about the broken lead including device information, event date, any contributing factors or causes leading up to the broken lead, or any further information about this event besides that there were 2 additional surgeries in addition to the 5 implants. There were no further complications reported or anticipated.